Manufacturer narrative:
Qn#(B)(4). The reported complaint of "helium leak" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service report, the field service engineer serviced the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "helium leak. Customer reported helium leak. Biomed unable to duplicate concern over the phone, requested on-site visit. No problems found with the pump while on-site. No patient harm reported". Additional information states that the pump console was swapped to continue therapy.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that "helium leak. Customer reported helium leak. Biomed unable to duplicate concern over the phone, requested on-site visit. No problems found with the pump while on-site. No patient harm reported". Additional information states that the pump console was swapped to continue therapy.